Event description:
It was reported to philips that the device had a display failure. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by hospital biomed with support from philips fse and confirmed the product problem remotely. Since the device is out of warranty, a quote for repair has submitted and customer rejected the quote. No repair work performed by philips and no further evaluation is warranted at this time.